Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the centrifugal control module displayed a "pump jam" error message and the centrifugal motor stopped. The user replaced the centrifugal motor with a motor from a different heart lung console. The system operated as expected throughout the rest of prime and during the surgical procedure. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.